Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the esc button on the insulin pump was harder to press. Customer's blood glucose level was unknown. Customer reported that insulin pump had a few unexplained no insulin delivery. Insulin pump will not be returned for analysis.